Event description:
The hcp reported that the pt presented with signs of infection of the device pocket and lead track. These included redness, swelling, drainage and pain. The pt was treated with oral antibiotics and the device system explanted but not returned to the manufacturer for analysis. No further information was made available.